Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during extraction procedure, this left ventricular (lv) lead was dislodged. Additional information received from the field representative indicated that this lead was plugged into the right atrial (ra) port of the device to support tri-ventricular configuration. The lead remains active and in service. No adverse patient effects were reported.